Event description:
Philips received a complaint on an earlyvue vs30 indicating that the device displayed inconsistent non-invasive blood pressure (nbp) values. Biomed calibrated the nbp, but it still gives inconsistent readings. The staff had to swap out the vs30. Monitoring was completed with a delay. There was no report of actual harm associated with this complaint.

Manufacturer narrative:
Analysis was performed by bench service personnel which included efforts to reproduce the reported issue. During bench testing and evaluation, the service technician was unable to duplicate the customer¿s reported issue. However, upon powering on the device, it was observed that the quick nbp setting was enabled. The quick nbp feature utilizes a single oscillometric pulse to estimate pressure at each step, resulting in faster measurement times compared to the standard nbp mode. In contrast, the standard nbp mode uses multiple oscillometric pulses to determine pressure values, which generally provides more consistent and reliable readings. As a precautionary measure, the nbp assembly was replaced, and the device underwent calibration. Following repair and calibration, the unit successfully passed all performance assurance and functional tests. The device was returned to the customer with a recommendation to use the standard nbp mode for improved measurement consistency.